Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. However the reported system message (sm) related to the lpa (low pressure air) illuminator module, was verified in the systems event log. The company representative replace the communications and power cables to the lpa/illuminator pcb (printed circuit board) assembly for diagnostic purposes. The system was then tested and met product specifications. The root cause has not been determined. (B)(4).

Event description:
A customer reported that a system message displayed during a procedure. Following a short delay, the procedure was able to be completed utilizing a manual process. The impact to the patient is unknown. Additional information has been requested.